Manufacturer narrative:
Additional information was received on 6/3/2020, patient is experiencing tightness in in left breast and is wondering if it is scar tissue forming around the ruptured implant. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was discovered that a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures was erroneously omitted in follow up report 1. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2020, patient had an explantation (B)(6) 2020. On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast pain, anisomastia and rupture h6 patient code 3191: medical device removal manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
It was discovered on (B)(6) 2020, that 'reason for device explant and/or reoperation: breast pain, anisomastia and rupture' was erroneously submitted in follow up report 3. Correction: reason for device explant and/or reoperation: capsular contracture baker grade unknown and rupture manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation surgery with a 225cc mentor memorygel breast implant experienced left sided breast pain, anisomastia and rupture post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 11/5/2020. Device evaluation summary: according to the information received, the patient developed capsular contracture and experienced a rupture in the left breast implant. During the visual evaluation, the device was observed to be ruptured. Please note that the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture and insufficient paperwork. The evaluation was limited to non-destructive testing. If you would like us to conduct a more exhaustive evaluation, please complete the attached form and send it back by replying to this message. Once the form is received, the device will be thoroughly analyzed via microscopic examination and a new letter will be provided. If the form was recently provided, please disregard this additional request. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).